Event description:
It was reported that the pump touchscreen was delayed in responding to touch and had to be pressed multiple times before the touch input was registered by the pump. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.